Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, device migration, ptotic nipple. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two unspecified mentor smooth saline breast implants experienced postoperative left-sided device migration and anisomastia, right-sided cutaneous contour deformity. The patient reports that her left breast has shifted towards the axilla, and that her left nipple has drooped approximately 3 inches. On her right nipple, the patient reports an indentation in the skin. In addition, she reports several unexplained systemic symptoms, including fatigue and recurring infection/cellulitis. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo removal and replacement with unspecified breast implants on (B)(6) 2020. This report is for the left prosthesis.